Event description:
It was reported that the customer was hospitalized for high bgs and dka. Bgs were treated with insulin drip. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was complete and passed. Explained the two high bg rule, instructed the customer to call back to perform the high-pressure test when the clamp arrives.